Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 412 mg/dl, which customer treated with a correction. When customer checked blood glucose again, it was at 407 mg/dl. During troubleshooting, no air or leaks were found in the tubing and insulin exited during a manual prime. Settings, rates, and insulin pump history all appeared correct. The high pressure test was performed and passed. Nothing further reported.